Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. No harm requiring medical intervention was reported. The customer was declined troubleshooting for crack on back of insulin pump. Customer stated she was using insulin pump normally when she received alert and insulin pump was going off. Customer stated that she was unable to clear. The device will be returned for analysis.